Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was displaying that the gui (graphical user interface) was inoperable. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. A non-medtronic/covidien service provider inspected the device and found there was a ventilator malfunction and confirmed the reported event. The service provider performed an est (extended self test) and this resolved the problem and the ventilator is in working condition. Medtronic/covidien was not authorized to repair the device.